Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and perforation ('perforation of organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, foot pain, low back pain, asthma, migraine, obesity, adenoidectomy, breast reduction, tonsillectomy, type 2 diabetes mellitus, epilepsy, hypertension and myocardial infarction. Concurrent conditions included back pain, bleeding menstrual heavy and spotting menstrual. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation, pelvic pain and perforation with essure. The reporter considered abdominal pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2019: on (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Added event abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for device dislocation, pelvic pain and perforation with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.